Event description:
It was reported that, while in use on a patient, this 980 ventilator had a power failure and background fault was generated. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Review of the ventilator logs indicate there was a loss of ventilation (lov) during use.

Manufacturer narrative:
Section d9 was updated due to part return. Section h6 evaluation codes were updated due to analysis of returned parts result code. (Annex c): additional code added. Conclusion code. (Annex d): remove d02 and add d15 component code. (Annex g): remove g02005 and add g07001. H3. Device evaluation summary: was updated due to analysis of returned parts. Medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator had a power failure and a background fault was generated. The device was available for evaluation. A review of the ventilator logs indicates that there was a loss of ventilation (lov) during use. The service personnel (sp) inspected the unit, reviewed logs and found unrelated diagnostic codes which required no action. During the battery test portion of the extended self test (est), the unit shut down when the alternating current (ac) power was unplugged. Therefore, sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba) / bd power distribution pcba. The unit passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. One bd power controller pcba was returned to medtronic for analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for analysis: a visual inspection of the returned pcb was conducted and no anomalies were observed. The pcba was attached to the failure investigation test ventilator for analysis. While performing extended self tests, the ventilator failed the battery test. It was observed that when alternating current was removed, the ventilator shut down. On further investigation, the fault was isolated to resistor r61. The cause of the event could not be determined. However, the likely cause of the event was due to loss of external ac power in conjunction with the unit's inability to switch to battery. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator had a power failure and a background fault was generated. The device was available for evaluation. A review of the ventilator logs indicates that there was a loss of ventilation (lov) during use. The service personnel (sp) inspected the unit, reviewed logs and found unrelated diagnostic codes which required no action. During the battery test portion of the extended self test (est), the unit shut down when the alternating current (ac) power was unplugged. Therefore, sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba)/ bd power distribution pcba. The unit passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. As the ventilator was unable to switch to battery when ac power was removed, the cause of the reported power failure, which resulted in lov, was likely a loss of ac power in conjunction with a potential fault in the bd power controller pcba/ bd power distribution pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator had a power failure and background fault was generated. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.